Manufacturer narrative:
Concomitant medical products: model: ddbb1d1 ICD; implanted: (B)(6) 2013.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead was found to be undersensing and exhibiting diminished sensing. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department with a complaint of feeling short of breath. The lead remains in use. No patient complications have been reported as a result of this event.